Event description:
Additional information received from the customer: 'each time, the issue was resolved by reconnecting the device. No error messages were reported, and no other connected devices were identified as contributing to the issue.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: b5, d8, d9, g2, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found charged couple device image flickers when angulating. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited a communication error.the issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.